Manufacturer narrative:
(B)(4).evaluation summary:surgical outcome unknown. Phacoemulsification system was working to surgeon's standards.investigation is still in progress. A supplemental will be submitted as soon as additional information is received.

Event description:
It was reported that patient had floppy iris syndrome and during procedure capsular bag was broken. Surgeon implanted an anterior chamber iol. The incision was enlarged and surgeon used 4 to 5 sutures to close the incision.